Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittently functional. Upon investigation the rear response button was non-functional. The cause for the defective response button was isolated to a cracked flex cable. The root cause for the cracked cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) to zoll and reported that a patient was unable to use response buttons to activate the monitor.